Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was an unspecified inaccurate delivery of insulin. The reporter stated that the patient's blood glucose level was under 70 mg/dl but over 40 mg/dl and there were no symptoms of hypoglycemia. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 07/17/2015. Device evaluation: the device has been returned and evaluated by product analysis on 07/02/2015 with the following findings: the last basal and bonus deliveries were on 5/15/2015. The daily insulin delivery totals correctly reflected the user's programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within the required range. No alarms occurred during the 24 hour duration testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.